Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that the asymptomatic patient presented with intermittent ventricular undersensing. Programming changes were made.